Event description:
It was reported that the consumer was told that her doctor was concerned that she may have burned her cornea following use of the lens care product to clean her contact lenses. The consumer was examined by an eye specialist. Description of the treatment of the consumer was not provided. Add'l info has been requested but not yet received. Upon receipt of add'l info, if there is any further relevant info, a f/u report will be filed. This event is being reported due to the lack of info received regarding the pt's diagnosis, treatment, and event resolution.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a f/u medwatch will be filed. Internal control number: (B)(4) .